Event description:
It was reported the patient experienced an electrical shock at her scs ipg pocket site when she leaned on it. It was also reported the patient experienced frequent jolting when leaning or sitting on her scs ipg pocket site. Subsequently, the patient experienced soreness at the pocket site. The patient was advised to turn her system stimulation off. Follow-up identified a sjm representative was able to resolve the issue with reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.